Manufacturer narrative:
Additional information: based on information and measurements received, a mechanical damage to the stimulator housing which is typical for a severe external impact to the housing appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. In addition: the original complaint was stated for the device (B)(4), however additionally received in situ measurements did not show a device malfunction for this device, but rather one channel with high impedance (12). Patients name on the complaint report form (crf) did not match the patient for the (B)(4). However, in situ measurements sent with the original crf were for the device with the (B)(4) and showed a device malfunction. The date of measurements taken ((B)(6)2017) matches the date when the patient was reported seen at the clinic. Additionally, the patients name for the device with the (B)(4) matches the name of the patient in the original crf. Therefore the (B)(4) change from (B)(4) for this complaint. Several attempts to clarify patient and serial number were without success.

Event description:
It was reported that the child fell on the implanted site in (B)(6)2017. No swelling was observed. However, since then ((B)(6)2017) the child did not respond to sound with the device as reported to the clinic on (B)(6)2017.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The investigation results appear to match the problems mentioned in the recipient report.

Event description:
It was reported that the child fell on the implanted site in (B)(6) 2017. No swelling was observed. However, since (B)(6) 2017 the child did not respond to sound with the device as reported to the clinic on (B)(6) 2017. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child fell on the implanted site in (B)(6) 2017. No swelling was observed. However, since then the child is not responding to sound with the device.